Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009. She experiences pain (nos) on left side of abdomen. The reason of the pain complaints and the kind of pain are unknown. Gynecologist wanted to ask account manager if the essure could be removed now. Follow up from (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from physician on (B)(6) 2015: the patient's age was updated; she was (B)(6) years old at the time of essure insertion. Essure, lot number 628326, was inserted on (B)(6) 2009. The reporter mentioned as complications during the procedure that there was a mirena (levonorgestrel) in cavum; partially adjacent in myometrium. Furthermore, there were adhesions in the left tuba corner. Essure insertion in left tube was painful. A hysterosalpingogram (hsg) was done 3 months later and showed no closed tuba ostia. Therefore, it was not considered reliable and patient was sterilized. Additionally, it was reported she experienced pain on left side, next to navel. On (B)(6) 2015 essure was removed via hysteroscopy; it was entirely loose in cavum uteri (no essure partially in tube). Case upgraded to incident. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Batch number 628326 (production date nov-2008; expiration date nov-2011). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a lack of efficacy (no occlusion). The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. A lack of efficacy may occur under the use of any medicainla product and is also not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(4) 2015 for the following (B)(4) preferred term: abdominal pain. The analysis in the global safety database revealed 280 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6)-year-old female patient who experienced pain on left side of abdomen after essure (fallopian tube occlusion insert) insertion. She underwent a hysteroscopy and essure was found loose in cavum uteri, this device was removed. Additionally, physician reported as complication during essure insertion the presence of a mirena (levonorgestrel ius) partially adjacent in myometrium (regarded as device dislocation). These events were considered serious due to medical importance and are listed in mirena's and essure's reference safety information. In this particular case, it was reported patient's 3-month control hysterosalpingogram revealed tubal patency. Physician performed sterilization, but no further information was provided about essure expulsion at that time. Later, patient underwent a hysteroscopy due to pain, and the device was found in uterus. Although the exact mechanism of this device expulsion is unknown; physician mentioned that at the time of essure procedure, the patient had adhesions in left uterine corner and a dislocated mirena; these conditions may have rendered essure insertion difficult, and contributed to its subsequent expulsion to uterus. Given the above mention information and considering event's nature causality with the suspect products cannot be excluded. This case was considered an incident, due to the required intervention for essure removal. A review of the manufacturing batch record was conducted and product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.